Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. At this time product has not yet been received and a valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The exact date the incident occurred is unknown. The date entered in section b3 is per the customer report of "(B)(6) 2024". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported experiencing inaccurate readings and sensor detachments with the abbott diabetes care (adc) device, which the customer stated they believed contributed to their toe amputation. It is unknown whether the customer noted a trend arrow on the device for the unspecified inaccurate readings. Adc was able to contact the customer who reported that in (B)(6) 2024, the customer had experienced a sensor detachment and therefore did not have a means to monitor glucose. The customer became dizzy and lost consciousness, and was taken to a hospital where they were hospitalized for 14 days. The customer reported that during the hospitalization, it was recommended that his leg be amputated but the customer refused. The customer did not provide the reasoning for the hospitalization nor details as to what treatment was provided over the course of the hospitalization. In (B)(6) 2024, the customer reported that they then had their toes amputated at a va hospital. The reported adverse health effect of amputation is a known consequence of prolonged mismanagement of diabetes over several years, and it was stated by the customer that the healthcare provider did not believe the adc device to be a contributory factor to the amputation. There was no report of death associated with this event, and abbott diabetes care (adc) does not consider the adc device to have caused or contributed to the reported impairment.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported experiencing inaccurate readings and sensor detachments with the abbott diabetes care (adc) device, which the customer stated they believed contributed to their toe amputation. It is unknown whether the customer noted a trend arrow on the device for the unspecified inaccurate readings. Adc was able to contact the customer who reported that in july 2024, the customer had experienced a sensor detachment and therefore did not have a means to monitor glucose. The customer became dizzy and lost consciousness, and was taken to a hospital where they were hospitalized for 14 days. The customer reported that during the hospitalization, it was recommended that his leg be amputated but the customer refused. The customer did not provide the reasoning for the hospitalization nor details as to what treatment was provided over the course of the hospitalization. In september 2024, the customer reported that they then had their toes amputated at a va hospital. The reported adverse health effect of amputation is a known consequence of prolonged mismanagement of diabetes over several years, and it was stated by the customer that the healthcare provider did not believe the adc device to be a contributory factor to the amputation. There was no report of death associated with this event, and abbott diabetes care (adc) does not consider the adc device to have caused or contributed to the reported impairment.